Event description:
Doctor's office called reporting a patient who had swelling of the lips after 2 days of whitening. Reviewed whitening protocol and asked that the patient stop whitening until swelling goes down, then they could resume whitening, but do not use desensitizer any longer.

Manufacturer narrative:
The hema in the desensitizer caused the patient's lips to swell. The resolution is to stop using the desensitizer. Followed up with doctor's office; patient stopped using the desensitizer and allergic symptoms subsided.